Manufacturer narrative:
The returned device was evaluated and performed as designed. No bend was observed in the cannula. No malfunction or other product condition that would have contributed to the reported hyperglycemia was found.

Event description:
It was reported that a patient's blood glucose levels reached 300 mg/dl while wearing the pod longer than 48 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, a manual injection of insulin was delivered and a new pod was applied. The patient's blood glucose, carbohydrate, and insulin history are as follows: (B)(6). She said she was in between 250-300 mg/dl all day on her dexcom.